Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Clinical database notification received for revision due to aseptic loosening. Doi: (B)(6) 2015. Dor: (B)(6) 2018. (Left knee).

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.